Event description:
Customer reported that a secondary backed up into the primary. Everything was set up correctly per the nurse. No patient harm and no medical intervention required. Customer stated that no further patient or event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report of secondary backed up into primary because the set had been discarded and will not be returned. The root cause of this failure could not be identified.